Manufacturer narrative:
G2: citation: authors: hoffman je, morel b, wittenberg b, kumpe d, seinfeld j, folzenlogen z, case d, neumann r, cava l, breeze r, wiley l, <(>&<)> roark c.. Periprocedural management of ruptured blister aneurysms treated with pipeline flow diversion. Surgical neurology international 15:73. 2024. Doi:10.25259/sni_482_2023 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "periprocedural management of ruptured blister aneurysms treated with pipeline flow diversion". The study aims to discuss the implications of pipeline placement in the periprocedural ICU setting for the treatment of ruptured blister aneurysms. The time frame of this study was between 2010 and 2020. Twelve patients (eight females and four males) were treated with a ped and included in this series. The average age at presentation for patients treated with ped was 49.8 years old multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: ped (pipeline embolization device) specifically the flex model, except in one case where a pipeline classic embolization device was used. Deaths occurred in the study population. -one patient had delayed catastrophic intraparenchymal hemorrhage (iph) with presumed cortical venous thrombosis. -one patient had a concurrent left middle cerebral artery (mca) thrombus seen at the time of aneurysm treatment. The operator performed a successful thrombectomy during the procedure. However, the patient had a complete left mca stroke. Among patient adverse events included: -one patient was re-treated after the initial ped flex placement. The operator attempted to use pipeline classic for the second treatment. This treatment followed dsa on post procedure day 4, which documented continued growth of the aneurysm. During the second procedure, the pipeline classic stent failed to open. This event led to the fracture of the stent support wire and retention of the unexpanded embolization device in the mca and subsequent right mca infarction. Follow up dsa showed no residual aneurysm filling. The patient experienced left-sided neglect but no other clinical symptoms -one patient had intraluminal non-occlusive stent thrombosis on follow-up angiography. This thrombosis was treated with heparin therapy, which led to the resolution of the thrombus. -one patient had increased technical complexity of ped placement as the ped did not fully deploy and required contralateral femoral puncture and retrograde access from the contralateral ica to achieve patency. No thrombosis or infarcts occurred from this procedure. This patient had a pre-existing dissection of the bilateral cervical ica, intraprocedural dissection of the ipsilateral cervical ica, and pseudoaneurysm of the contralateral cervical ica, neither of which required further procedural intervention. -all surviving patients except for two have had follow-up imaging. One patient lost insurance coverage and has not returned for follow-up and the other was discharged with severe disability and has not returned for follow-up. -modified rankin scale (mrs) outcomes at the time of discharge: 5 patients had an mrs of one, 3 patients had an mrs of three, 1 patient had an mrs of four, 1 patient had an mrs of five -10 of the 11 surviving patients had radiographic evidence of vasospasm, treated with the administration of intra-arterial verapamil. 6 of these patients required repeat treatment over several days. 3 patients had symptomatic vasospasm measured by examination changes of new-onset weakness, numbness, or mental status deterioration -the average maximum sbp reached was 189 mmhg (range 157¿241 mmhg). The average amount of days spent in permissive hypertention (htn) was 11.75. Four patients were treated with vasopressors to augment their blood pressure (bp) during the vasospasm window -9 patients had external ventricular drain (evd) present at some point in their ICU stay. 3 patients had evidence of evd-associated hemorrhage while on dapt. One patient had an evd tract bleed before any dual antiplatelet administration, which  enlarged after ped placement and initiation of dapt. One patient had an evd tract hemorrhage develop at the time of ped placement. One patient had a tract hemorrhage after the removal of the evd. None of the evd tract hemorrhages were clinically relevant or required surgical intervention. -a single patient had a lumbar drain placed for cerebrospinal fluid (csf) diversion. There was no evidence of complication or bleeding in this patient. No further information was provided pertaining to medtronic products.